Manufacturer narrative:
The product associated with this complaint was not returned. A product quality hold was issued for the affected lots within the lower level lot 63542171. Hhed17-023 was initiated to further evaluate a similar event. As a result, hhe 2017-351 was initiated, and CAPA (B)(4) was opened. CAPA (B)(4) was closed to scar 17038 for veridiam allied swiss. Scar 17038 was reviewed and addressed the reported device malfunction. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer® instrument kit system and driva¿ drills ¿ IFU 8874 rev 4-07/14 information identified: IFU 8874 was reviewed. It contains rdh2.5 handling instructions. The complaint indicated device malfunction. The complaint is therefore confirmed. A root cause was determined for this complaint: the confirmed event is due to the specification ¿verify hex form per qp-262¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process. A product quality hold was issued for the affected lots within the lower level lot 63542171. Hhed was initiated to further evaluate a similar event. As a result, an hhe was initiated, and corrective action preventive action was opened. The CAPA was closed to a scar for veridiam allied swiss. The scar was reviewed and addressed the reported device malfunction. A voluntary recall has also been initiated against the lot. Recall - 2023141-10-04-2017-002-r. As distribution of subject product has been discontinued, no further corrective actions are required at this time. UDI# (B)(4).

Manufacturer narrative:
(B)(4). Device has not been returned to manufacturer.

Event description:
It was reported that during placement of implant, the driver got stuck in the transfer mount. Doctor did manage to get the transfer mount off the driver and finished placing the implant by hand torquing. The patient is fine.